Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient details are not available at this time but have been requested.

Event description:
It was reported to philips that the heartstart mrx defibrillator cannot shock during patient use. Another defibrillator was used to treat the patient. There was no adverse patient impact.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. There were no ECG monitoring strips available for review. The fse stated there had not been use of the device for a long time and there was debris and matter on the paddle and paddle tray. Once the fse cleaned out the debris and matter, the paddle and device worked normally. No parts were replaced. The fse cleaned the device. The device passed all performance assurance tests and was placed back into use with the customer. Upon cleaning of the paddles and paddle tray, the device worked normally. Patient information was requested, but was not provided.

Event description:
It was reported to philips that the heart start mrx defibrillator cannot shock during patient use. Another defibrillator was used to treat the patient. There was no adverse patient impact. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.